Manufacturer narrative:
Date of event: date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. They and their family member reported they were calling for assistance to use the equipment because since implant, the patient's issue of going to the bathroom once an hour/had to go all the time, had not improved at all. The patient had not made any adjustments to their setting since implant. The callers were worked with to use the equipment, and they were successful to use the communicator and handset to connect to the ins. They reported the patient was on program 1 at 0.8 volts. During the call, they increased to 1.0 volts on program 1, and the patient said they could feel stimulation. It was recommended they monitor their symptoms, and if they wanted to make further adjustments and needed help to do so, they could call back. An email with a video, quick guide, and other doctor listings in case they would like to try another doctor was offered and sent. The patient planned to monitor and continue working with their doctor. Their relevant medical history included that in the past, the patient had blood in their urine "like in (B)(6) 2020," but they no longer had blood in their urine. This issue had been resolved. No further information was provided and the patient did not allege it was related to their device. The following day, they called back and reported they continued to use the restroom all the time and were experiencing pain and blood in their urine again. This started yesterday afternoon. The caller stated the patient had now stopped drinking fluids because the blood flow was getting worse and they were planning to go to the hospital. The caller was thinking the pain was coming from the blood in the urine rather than the stimulator, but were not certain. The patient was walked through how to turn stimulation off until they could get to the hospital. It was also reviewed with the patient that a manufacturer representative may be able to assist if needed. The issue was not resolved through troubleshooting. They were redirected to their healthcare provider to further address the issue. The patient had a return of symptoms. Additional information was received from the patient. They reported that they currently had a catheter and were having it removed on monday. They wanted to know how to turn stimulation back on. It was reviewed how to do so with the handset. The patient continued to mention they had been given no information on this therapy from their doctor and they just wanted to know if it was set up to help their bladder symptoms. Their doctor had not given them any direction on when to turn stimulation on.